Event description:
It was reported that at an interrogation the device exhibited unexplained high current battery voltage drain due to a possible parasitic current in the device's circuitry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis showed higher than nominal current for the in-can current drain test. The stacked chip scale package (scsp) was removed from the hybrid and inserted into a system breadboard (sbb). The high current drain was present in the sbb indicating that the excess current was from the scsp. Each of the five integrated circuits (ics) within the scsp was extracted and individually packaged. The ics functioned nominally and none exhibited high current drain. Prior to deprocessing, the perimeter of the scsp was inspected for anomalies. No copper anomalies or foreign material were observed. The analysis was terminated with no cause identified for the premature battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: performance data was collected from the device and analyzed. No anomalies were found. Products: 5076-52 implantable pacing lead implanted: 2007 (B)(6). (B)(4).